Event description:
It was reported that the patient presented in clinic for initial implant procedure. During procedure, it was found that the right ventricular (rv) leadless pacemaker (lp) unable to be fixated at the implant site securely and upon release, the docking button migrated towards the inferior wall, confirmed via fluoroscopy imaging, resulting in the occurrence of premature ventricular contractions. Eventually, the rvlp dislodged into the pulmonary artery, also confirmed via fluoroscopy imaging. The rvlp was retrieved successfully, but it was then noted that the rvlp helix was stretched. The rvlp was not implanted, and an alternate near at hand was implanted instead on 26 jun 2025. Patient condition was stable.